Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced pain and discomfort in their lower leg. In (B)(6) 2008, the patient was hospitalized for a pulmonary embolism and at this time a greenfield vena cava filters was implanted in the patient's right common femoral vein. In (B)(6) 2015, the patient presented to the hospital complaining of pain and discomfort in their lower leg. In (B)(6) 2015, the patient was hospitalized for left great saphenous vein ablation. An ultrasound was performed and the patient was diagnosed with a new femoral vein chronic deep vein thrombosis (dvt). A phlebectomy was performed to treat the lower extremity chronic superficial venous insufficiency a left greater saphenous vein the wounds were considered to be nonhealing.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient underwent a computed tomography (CT) scan, which showed that the ivc filter was in an abnormal position. The filter was tilted in approximately 15 degrees and all the struts extend beyond the inferior vena cava (ivc) wall. One of the struts of the filter extended to the l3-l4 disc space although it has not penetrated the disc or bone as of now.